Manufacturer narrative:
H6: investigation summary: one open 32g x 4mm pen needle sample was returned from an unknown lot. No, cat. No.320136. Visual examination was carried out on the returned sample and a bent non patient end of cannula was observed. Due to the condition of the returned sample no clog testing could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that medicine didn't come out of the bd micro fine plus¿ insulin pen needle when priming. The following information was provided by the initial reporter, translated from japanese to english: "upon priming, drug didn't come out."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that medicine didn't come out of the bd micro fine plus¿ insulin pen needle when priming. The following information was provided by the initial reporter, translated from (B)(6) to english: "upon priming, drug didn't come out."